Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned on (B)(4) 2012. Product analysis evaluated the meter on (B)(4) 2012 with the following findings: the meter passed testing with no faults found; the meter tested within operating parameters. The primary complaint was not confirmed. On (B)(4) 2012 test strips were tested and also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified) at 848pm. The patient obtained blood glucose results of "326 mg/dl" with the subject meter and in the "200's mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It was reported that the patient was already admitted in the hospital due to another medical condition when the meter comparisons were performed. The patient manages her diabetes with an insulin pump (type not specified). The patient did not make any changes to her usual diabetes management routine. While in the hospital, at 3am the following morning, the reporter claims the patient started salivating and went unconscious. The patient's blood glucose was tested on the hospital meter and obtained results of "24 and 37 mg/dl." A health care professional (hcp) administered the patient a glucagon injection and later given orange juice as treatment. Later on that same morning, the patient obtained blood glucose results of "187 and 309 mg/dl" with the hospital meter. There is no indication the patient continued testing on the subject meter before or after the time of the alleged concern. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not attempt to test with the reported device before or during the time of concern; therefore, the lfs blood glucose meter was not the cause of the alleged injury. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.